Manufacturer narrative:
D4: unique identifier (UDI) # corrected from (B)(4). Device evaluated by MFR: a 27mm watchman delivery system (wds) with the implant in the sheath was returned for device analysis. The device was visually and microscopically examined. Visual inspection revealed numerous kinks in the sheath. Microscopic examination revealed tip damage consistent with deploying and recapturing the implant. Product analysis could not confirm the reported event of failure to expand, as the implant was received fully expanded, and clinical circumstances could not be replicated. There was no other damage or defect found. The observed damage was attributed to procedural factors as the most likely cause of the damage.

Event description:
It was reported device damage occurred. A left atrial appendage (laa) closure procedure was being performed, and a 27mm watchman flx pro closure device with delivery system (wds) was selected to be used. During the procedure, a mid-body inverted strut was observed after the initial deployment. One (1) partial recapture and one (1) extended tug test was attempted in order to resolve. The inverted strut remained. One full recapture and deployment was attempted again however the inverted strut remained. The device was removed from the patient, and a new 27mm wds was successfully implanted. There were no patient complications.

Manufacturer narrative:
Device evaluated by MFR: a 27mm watchman delivery system (wds) with the implant in the sheath was returned for device analysis. The device was visually and microscopically examined. Visual inspection revealed numerous kinks in the sheath. Microscopic examination revealed tip damage consistent with deploying and recapturing the implant. Product analysis could not confirm the reported event of failure to expand, as the implant was received fully expanded, and clinical circumstances could not be replicated. There was no other damage or defect found. The observed damage was attributed to procedural factors as the most likely cause of the damage.

Event description:
It was reported device damage occurred. A left atrial appendage (laa) closure procedure was being performed, and a 27mm watchman flx pro closure device with delivery system (wds) was selected to be used. During the procedure, a mid-body inverted strut was observed after the initial deployment. One (1) partial recapture and one (1) extended tug test was attempted in order to resolve. The inverted strut remained. One full recapture and deployment was attempted again however the inverted strut remained. The device was removed from the patient, and a new 27mm wds was successfully implanted. There were no patient complications.

Event description:
It was reported device damage occurred. A left atrial appendage (laa) closure procedure was being performed, and a 27mm watchman flx pro closure device with delivery system (wds) was selected to be used. During the procedure, a mid-body inverted strut was observed after the initial deployment. One (1) partial recapture and one (1) extended tug test was attempted in order to resolve. The inverted strut remained. One full recapture and deployment was attempted again however the inverted strut remained. The device was removed from the patient, and a new 27mm wds was successfully implanted. There were no patient complications.